Event description:
It was reported that the camera head displayed an unclear image. Although requested, it is reportedly unknown when the event occurred. However, there was no report of harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to water leak in camera unit, a foggy image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in camera unit, a foggy image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.